Event description:
An optometrist reported a case of epithelial erosion, observed on a patient's left eye at three weeks post photo refractive keratectomy (prk) retreatment. Reporter indicated tissue debridement and flap smoothening was performed, a bandage contact lens was inserted, and prescribed an antibiotic eye drop dosage. Reported noted an excessive use of artificial tears by the patient contributed to the event. Patient noted he was unable to open the eye, excessive tearing, photophobia, the eye was painful and red.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).